Event description:
The event is reported as: the tip broke off during a surgical procedure. It was noticed when the ports were removed. The camera was put back in and the tip was retrieved. No patient harm was reported.

Manufacturer narrative:
Outcomes attributed to event - the camera was re-introduced to retrieve the reported broken tip. The results of the investigation are not available at the time of this report.